Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens investigation of the reported event showed that the system user did not see enough contrast media during the contrast injection, and the user stopped the scan. The patient then had to be re-scanned. There was no device malfunction that occurred.

Event description:
It was reported to siemens that during a patient procedure while operating the somatom definition flash system, the CT scanning was stopped by the user and the patient was re-scanned. We are unaware of any impact to the state of health of any patient involved.